Manufacturer narrative:
The plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported a blood leak occurred during treatment. The leak wa visualized in the internal portion of the dialyzer. No damage was identified on the dialyzer. The machine alarmed, test strips were used and tested positive. Estimated blood loss was 250ml. Patient had no adverse effects.